Manufacturer narrative:
H10: h3,h6: the reported multifix s-ultra 5.5mm knotless anchor device, used in treatment, was returned for evaluation. A relationship between the devices and reported incident was established. From the information provided, ¿during rc arthroscopy, anchor broke while inserting and all pieces were removed¿ customer¿s complaint was confirmed. Review of complaint history of the reported lot number 2035019 for the past 3 years found no other similar complaints. Complaint history review for 72290001 the last 3 years and failures related to ¿intra-operative implant breakage¿ issue found 32 (thirty two) similar complaints. A review of manufacturing records for the reported lot number 2035019 found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection shows the device has been returned deployed. Anchor, screw and sleeve were not returned. No manufacturing discrepancies observed. The device is intended for single use and functional test is not possible. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive probing. (2) misalignment of implant during insertion. (3) shallow bone hole. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during rc arthroscopy, anchor broke while inserting and all pieces were removed. Procedure delayed but length of time unknown. A back up device was available to complete the procedure with no patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.